Event description:
Baxter reported that a transfer set has to be replaced because of leaks of the peritoneal dialysis fluid through the tubing. The leak was observed when the pt removed the minicap. No pt injury or medical intervention was associated with this incident per baxter.